Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the pt was at the hosp and was switched to a backup system controller, the system controller would not automatically restart the pump. Attempts were made to force start the system controller in backup mode operation by pressing the silence alarm and test select buttons, as instructed in the manufacturer's instructions for use (IFU), but the pump remained off. The pump was successfully restarted when the patient was switched to another system controller and the pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.